Manufacturer narrative:
The insulin pump was installed with a battery which resulted in an unexpected partial display with horizontal lines on the display caused by cracked and broken traces on the lcd glass between the lcd controller and the lcd image area. The insulin pump was unable to perform the self test, sleep current measurement, active current measurement and the displacement test due to display anomaly. The insulin pump was received with a minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was 120 mg/dl at the time of call. Trouble shooting was performed and found customer was involved in a car accident and there was damage at the frontal part of the insulin pump including the led screen. Customer states there are scratches all over the led screen. Customer states they can not read the display. Advised the device will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.